Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported that the pod was attached to the patient's abdomen for two days. On the second day, they observed high blood glucose (bg) readings, reached 370 mg/dl. The pod had fallen off the infusion site, resulting in the cannula becoming dislodged. No details regarding treatment were provided.